Manufacturer narrative:
The returned guide wires underwent a technical analysis at the supplier, and the production documentation was reviewed to see whether there might have been a deviation in the production process. The visual analysis of the provided products confirmed a detachment of the ptfe coating from the wire body. Lab simulations have shown that storage conditions outside the specified range (<40 c, dry storage) can lead to a weakening of the ptfe adhesion. In addition, all parts, materials, sub-component groups, and process steps at the supplier were checked. All work steps were processed in compliance with the released manufacturing procedures. The check of the process documentation did not show any deviations. The above-mentioned products met all requirements of the in-process and final testing. Based on these examinations, the supplier can assure that the products were manufactured and shipped according to specifications. The ultimate cause for the reported events could not be detected.

Event description:
Ous MDR - it was reported that the coating of the galeo became detached at the distal end during application. No worsening of the patient's state of health was reported. The product was returned for analysis.